Manufacturer narrative:
Patient code: no consequences or impact to patient, labeled. Device code: other, lens stuck in cartridge, unlabeled. Evaluation results: visual inspection of the returned product showed that the lens was stuck in the cartridge. The cartridge was returned and the tip of the cartridge was damaged. The injector was returned and no visible damage was noted. The plunger was returned and the tip of the plunger was damaged. Surgical residue/ debris on product. Complaints of this nature are being investigated.

Event description:
The surgeon attempted to implant a cc4204bf collamer lens. The lens stuck inside of the cartridge prior to insertion into the eye. No patient injury. The cartridge was a sfc model, lot # unknown. The injector model is a msi-pf, lot # unknown. The plunger is a foam tip plunger, lot # unknown.